Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01306 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010 (male patient (B)(6)). According to the complainant, during the procedure the electrode needle began to heat up. The procedure was completed with the same rf 3000 radiofrequency generator and leveen needle electrode. No burn was identified as a result of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that score marks were present on the handle throw which is indicative of the device being used in a step wise deployment manner. The distal end of the array cannula was found to be chipped. No visual damage to the insulation or the handle body was found. Functionally, the array was able to be extended and retracted without issue. When fully deployed, the array formed a uniform umbrella shape. The working length was measured and found to be within specification. Additionally, the distance between the heatshrink distal end and the proximal end of the cannula taper was measured and found to be within specification. The electrode resistivity was measured and found to meet manufacturing specification. The condition of the returned incident device was not consistent with the complaint that the device felt heated. During the evaluation, the device functioned as intended and met all manufacturing specifications. Therefore, the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01306 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (male patient over 18 years old). According to the complainant, during the procedure, the electrode needle began to heat up. The procedure was completed with the same rf 3000 radiofrequency generator and leveen needle electrode. No burn was identified as a result of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01306 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (male patient over 18 years old). According to the complainant, during the procedure the electrode needle began to heat up. The procedure was completed with the same rf 3000 radiofrequency generator and leveen needle electrode. No burn was identified as a result of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.